Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure was removed"), pain in extremity ("strong pain in right arm which spread to the palm of the hand") and demyelination ("small benign demyelinating lesions") in a (B)(6) -year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 3 months 9 days after insertion of essure, the patient experienced pain in extremity (seriousness criterion medically significant), the first episode of amenorrhoea ("amenorrhea") and muscle fatigue ("muscle fatigue"). On (B)(6) 2016, the patient experienced the first episode of paraesthesia ("violent electric discharge in the arm and in the hand which was closed and blocked at night"). In 2016, the patient experienced fatigue ("chronic fatigue/ exhausted") and insomnia ("insomnia"). In 2016, the patient experienced weight increased ("weight gain of 5 kg on (B)(6) -2016 and 10 kg on (B)(6) 2016"). On (B)(6) 2016, the patient experienced general physical health deterioration ("deterioration of general health status"). On (B)(6) 2017, the patient experienced influenza like illness ("flu-like syndrome with peak of fever") with pyrexia and the second episode of amenorrhoea ("had her menstruations during the moment of hyperthermia and then total amenorrhea"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). In 2017, the patient experienced skin exfoliation ("significant desquamation on face especially around the eyes"), dry skin ("dryness of skin") and cell death ("cytolysis"). On (B)(6) 2017, the patient experienced arthralgia ("recurrence of pain in the wrist with blocked hand after period of improvement"). On an unknown date, the patient experienced demyelination (seriousness criterion medically significant) and the second episode of paraesthesia ("paresthesia"). The patient was treated with analgesics, antiinflammatory/antirheumatic products, cortisone, prednisolone, amitriptyline hydrochloride (elavil), surgery and surgery (osteopathy for pain plus 10 sessions of physiotherapy in (B)(6) 2016 ). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the last episode of amenorrhoea had resolved. In 2017, the last episode of paraesthesia had resolved. At the time of the report, the medical device removal outcome was unknown and the pain in extremity, demyelination, muscle fatigue, fatigue, insomnia, weight increased, general physical health deterioration, influenza like illness, skin exfoliation, dry skin, cell death and arthralgia had resolved. The reporter provided no causality assessment for arthralgia, cell death, demyelination, dry skin, fatigue, general physical health deterioration, influenza like illness, insomnia, medical device removal, muscle fatigue, pain in extremity, skin exfoliation, weight increased, the first episode of amenorrhoea, the first episode of paraesthesia, the second episode of amenorrhoea and the second episode of paraesthesia with essure. The reporter commented: on (B)(6) 2016, the patient had an appointment because pain was still persistent and worsened with violent electric discharge in the arm and in the hand which was closed and blocked at night. Carpal tunnel syndrome was suspected. The patient had acute pain so infiltration of analgesics was suggested to her. On (B)(6) 2016, infiltration was performed but completely ineffective and even worsened the pain. The patient was exhausted due to insomnia caused by pain which were not resolved despite treatment with analgesics and anti-inflammatory drugs. She had session of osteopathy on (B)(6) 2016, (B)(6) 2016, (B)(6) 2016 and (B)(6) 2016 ¿ she had no result. On (B)(6) 2016, the patient consulted chiropodist for postural work-up. She also had sessions of acupuncture with no improvement. The patient had no sign of inflammation. Antibodies were negative. She was weighing (B)(6) kg. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Abdominal x-ray - on (B)(6) 2016: result was not provided. Alanine aminotransferase - on (B)(6) 2017: elevated. Aspartate aminotransferase - on (B)(6) 2017: elevated. Blood follicle stimulating hormone - on (B)(6) 2017: five. Blood iron - on (B)(6) 2017: normal. Electromyogram - on (B)(6) 2016: nothing remarkable was found. Gamma-glutamyltransferase - on (B)(6) 2017: elevated. Immunology test - on (B)(6) 2017: normal. Liver function test - on (B)(6) 2017: normal; in 2016: normal. Nuclear magnetic resonance imaging - on (B)(6) 2016: cervical - result was not provided; on an unknown date: right shoulder - result was not provided. Nuclear magnetic resonance imaging brain - on (B)(6) 2017: small benign demyelinating lesions then suspected multiple sclerosis was ruled out; on an unknown date: multiple sclerosis was suspected. Oestradiol - on (B)(6) 2017: twenty. Physical examination - on (B)(6) 2018: normal / regular menstrual cycle / no weight loss smear cervix - on (B)(6) 2016: normal. Ultrasound abdomen - on (B)(6) 2017: performed due to cytolysis - result not provided. Ultrasound thyroid - on (B)(6) 2016: normal. Auto-immune work-up: on (B)(6) 2017 - nothing remarkable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 09-apr-2018 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 820 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure was removed"), pain in extremity ("strong pain in right arm which spread to the palm of the hand"), demyelination ("small benign demyelinating lesions") and multiple sclerosis ("suspicion of multiple sclerosis") in a 43-year-old female patient who had essure (batch no. 024087) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced the first episode of amenorrhoea ("amenorrhea"), the first episode of weight increased ("weight gain (+10kg)"), liver disorder ("troubled hepatic work-up") and asthenia ("asthenia"). On (B)(6) 2016, the patient experienced pain in extremity (seriousness criterion medically significant), the second episode of amenorrhoea ("amenorrhea") and muscle fatigue ("muscle fatigue"). On (B)(6) 2016, the patient experienced the first episode of paraesthesia ("violent electric discharge in the arm and in the hand which was closed and blocked at night"). In 2016, the patient experienced fatigue ("chronic fatigue/ exhausted") and insomnia ("insomnia"). In 2016, the patient experienced the second episode of weight increased ("weight gain of 5 kg on (B)(6) 2016 and 10 kg on (B)(6) 2016"). On (B)(6) 2016, the patient experienced general physical health deterioration ("deterioration of general health status"). In (B)(6) 2016, the patient experienced multiple sclerosis (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced influenza like illness ("flu-like syndrome with peak of fever") with pyrexia and the third episode of amenorrhoea ("had her menstruations during the moment of hyperthermia and then total amenorrhea"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). In 2017, the patient experienced skin exfoliation ("significant desquamation on face especially around the eyes"), dry skin ("dryness of skin") and cell death ("cytolysis"). On (B)(6) 2017, the patient experienced arthralgia ("recurrence of pain in the wrist with blocked hand after period of improvement"). On an unknown date, the patient experienced demyelination (seriousness criterion medically significant) and the second episode of paraesthesia ("paresthesia"). The patient was treated with analgesics, antiinflammatory/antirheumatic products, cortisone, prednisolone, amitriptyline hydrochloride (elavil), surgery and surgery (osteopathy for pain plus 10 sessions of physiotherapy in (B)(6) 2016). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the last episode of amenorrhoea had resolved. In 2017, the last episode of paraesthesia had resolved. At the time of the report, the medical device removal outcome was unknown and the pain in extremity, demyelination, muscle fatigue, fatigue, insomnia, the last episode of weight increased, general physical health deterioration, influenza like illness, skin exfoliation, dry skin, cell death, arthralgia, multiple sclerosis, liver disorder and asthenia had resolved. The reporter provided no causality assessment for arthralgia, asthenia, cell death, demyelination, dry skin, fatigue, general physical health deterioration, influenza like illness, insomnia, liver disorder, medical device removal, multiple sclerosis, muscle fatigue, pain in extremity, skin exfoliation, the first episode of amenorrhoea, the first episode of paraesthesia, the first episode of weight increased, the second episode of amenorrhoea, the second episode of paraesthesia, the second episode of weight increased and the third episode of amenorrhoea with essure. The reporter commented: on (B)(6) 2016, the patient had an appointment because pain was still persistent and worsened with violent electric discharge in the arm and in the hand which was closed and blocked at night. Carpal tunnel syndrome was suspected. The patient had acute pain so infiltration of analgesics was suggested to her. On (B)(6) 2016, infiltration was performed but completely ineffective and even worsened the pain. The patient was exhausted due to insomnia caused by pain which were not resolved despite treatment with analgesics and anti-inflammatory drugs. She had session of osteopathy on (B)(6) 2016, (B)(6) 2016, (B)(6) 2016 and (B)(6) 2016 ¿ she had no result. On (B)(6) 2016, the patient consulted chiropodist for postural work-up. She also had sessions of acupuncture with no improvement. The patient had no sign of inflammation. Antibodies were negative. She was weighing 64 kg. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kgs. Abdominal x-ray - on (B)(6) 2016: result was not provided. Alanine aminotransferase - on (B)(6) 2017: elevated. Aspartate aminotransferase - on (B)(6) 2017: elevated. Blood follicle stimulating hormone - on (B)(6) 2017: 5. Blood iron - on (B)(6) 2017: normal. Electromyogram - on (B)(6) 2016: nothing remarkable was found. Gamma-glutamyltransferase - on (B)(6) 2017: elevated. Immunology test - on (B)(6) 2017: normal. Liver function test - on (B)(6) 2017: normal; in 2016: normal. Nuclear magnetic resonance imaging - on (B)(6) 2016: cervical - result was not provided; on an unknown date: right shoulder - result was not provided. Nuclear magnetic resonance imaging brain - on (B)(6) 2017: small benign demyelinating lesions then suspected multiple sclerosis was ruled out; on an unknown date: multiple sclerosis was suspected. Oestradiol - on (B)(6) 2017: 20. Physical examination - on (B)(6) 2018: normal / regular menstrual cycle / no weight loss. Smear cervix - on (B)(6) 2016: normal. Ultrasound abdomen - on (B)(6) 2017: performed due to cytolysis - result not provided. Ultrasound thyroid - on (B)(6) 2016: normal. Auto-immune work-up: on (B)(6) 2017 - nothing remarkable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 22-may-2018 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 762 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 18-may-2018: case (B)(4) was identified as duplicate of this case and was deleted from argus. All information was transferred to this remaining case. Regulatory authority was added as reporter. Lot number added (024087). Events suspicion of multiple sclerosis, amenorrhea, weight gain (+10kg), troubled hepatic work-up and asthenia added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure was removed"), pain in extremity ("strong pain in right arm which spread to the palm of the hand"), demyelination ("small benign demyelinating lesions") and multiple sclerosis ("brachial neuralgia suggesting multiple sclerosis") in a 43-year-old female patient who had essure (batch no. 024087) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient with no remarkable gynaecological medical history. Concurrent conditions included cutaneous lupus erythematosus. On (B)(6), the patient had essure inserted. On the same day, the patient experienced the first episode of amenorrhoea ("amenorrhea"), the first episode of weight increased ("weight gain (+10kg)"), liver disorder ("troubled hepatic work-up") and asthenia ("asthenia"). On (B)(6)2016, the patient experienced pain in extremity (seriousness criterion medically significant), the second episode of amenorrhoea ("amenorrhea") and muscle fatigue ("muscle fatigue"). On (B)(6) 2016, the patient experienced the first episode of paraesthesia ("violent electric discharge in the arm and in the hand which was closed and blocked at night"). In 2016, the patient experienced fatigue ("chronic fatigue/ exhausted") and insomnia ("insomnia"). In 2016, the patient experienced the second episode of weight increased ("weight gain of 5 kg on (B)(6) 2016 and 10 kg on (B)(6) 2016"). On (B)(6) 2016, the patient experienced general physical health deterioration ("deterioration of general health status"). In (B)(6) 2016, the patient experienced multiple sclerosis (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced influenza like illness ("flu-like syndrome with peak of fever") with pyrexia and the third episode of amenorrhoea ("had her menstruations during the moment of hyperthermia and then total amenorrhea"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). In 2017, the patient experienced skin exfoliation ("significant desquamation on face especially around the eyes"), dry skin ("dryness of skin") and cell death ("cytolysis"). On (B)(6) 2017, the patient experienced arthralgia ("recurrence of pain in the wrist with blocked hand after period of improvement"). On an unknown date, the patient experienced demyelination (seriousness criterion medically significant), the second episode of paraesthesia ("paresthesia") and neuralgia ("brachial neuralgia suggesting multiple sclerosis"). The patient was treated with analgesics, antiinflammatory/antirheumatic products, cortisone, prednisolone, amitriptyline hydrochloride (elavil), surgery (laparoscopy) and surgery (osteopathy for pain plus 10 sessions of physiotherapy in (B)(6) 2016). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the last episode of amenorrhoea had resolved. In 2017, the last episode of paraesthesia had resolved. At the time of the report, the medical device removal and neuralgia outcome was unknown and the pain in extremity, demyelination, muscle fatigue, fatigue, insomnia, the last episode of weight increased, general physical health deterioration, influenza like illness, skin exfoliation, dry skin, cell death, arthralgia, multiple sclerosis, liver disorder and asthenia had resolved. The reporter provided no causality assessment for arthralgia, asthenia, cell death, demyelination, dry skin, fatigue, general physical health deterioration, influenza like illness, insomnia, liver disorder, medical device removal, multiple sclerosis, muscle fatigue, neuralgia, pain in extremity, skin exfoliation, the first episode of amenorrhoea, the first episode of paraesthesia, the first episode of weight increased, the second episode of amenorrhoea, the second episode of paraesthesia, the second episode of weight increased and the third episode of amenorrhoea with essure. The reporter commented: on (B)(6) 2016, the patient had an appointment because pain was still persistent and worsened with violent electric discharge in the arm and in the hand which was closed and blocked at night. Carpal tunnel syndrome was suspected. The patient had acute pain so infiltration of analgesics was suggested to her. On (B)(6)2016, infiltration was performed but completely ineffective and even worsened the pain. The patient was exhausted due to insomnia caused by pain which were not resolved despite treatment with analgesics and anti-inflammatory drugs. She had session of osteopathy on (B)(6) 2016, (B)(6) 2016, (B)(6) 2016 and (B)(6) 2016 ¿ she had no result. On (B)(6) 2016, the patient consulted chiropodist for postural work-up. She also had sessions of acupuncture with no improvement. The patient had no sign of inflammation. Antibodies were negative. She was weighing 64 kg. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kgs. Abdominal x-ray - on (B)(6) 2016: result was not provided. Alanine aminotransferase - on (B)(6) 2017: elevated. Aspartate aminotransferase - on (B)(6) 2017: elevated. Blood follicle stimulating hormone - on (B)(6) 2017: 5 blood iron - on (B)(6) 2017: normal. Electromyogram - on (B)(6) 2016: nothing remarkable was found. Gamma-glutamyltransferase - on (B)(6) 2017: elevated. Immunology test - on (B)(6) 2017: normal. Liver function test - on (B)(6) 2017: normal; in 2016: normal. Nuclear magnetic resonance imaging - on (B)(6) 2016: cervical - result was not provided; on an unknown date: right shoulder - result was not provided. Nuclear magnetic resonance imaging brain - on (B)(6) 2017: small benign demyelinating lesions then suspected multiple sclerosis was ruled out; on an unknown date: multiple sclerosis was suspected. Oestradiol - on (B)(6) 2017: 20. Physical examination - on (B)(6) 2018: normal / regular menstrual cycle / no weight loss. Smear cervix - on (B)(6) 2016: normal. Ultrasound abdomen - on (B)(6) 2017: performed due to cytolysis - result not provided. Ultrasound thyroid - on (B)(6) 2016: normal . Auto-immune work-up: on (B)(6) 2017- nothing remarkable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 29-may-2018 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 756 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 29-may-2018: device removal questionnaire was received and the following information was provided: cutaneous lupus erythematosus was added as concomitant disease; removal of essure was performed due to medical reason, main reasons for essure removal were fatigue and brachial neuralgia suggesting multiple sclerosis (previously reported as suspicion of multiple sclerosis); removal was performed via laparoscopy. No further information is expected. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure was removed"), pain in extremity ("strong pain in right arm which spread to the palm of the hand"), demyelination ("small benign demyelinating lesions") and multiple sclerosis ("brachial neuralgia suggesting multiple sclerosis") in a 43-year-old female patient who had essure (batch no. 024087 (invalid)) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient with no remarkable gynaecological medical history. Concurrent conditions included cutaneous lupus erythematosus. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced the first episode of amenorrhoea ("amenorrhea"), the first episode of weight increased ("weight gain (+10kg)"), liver disorder ("troubled hepatic work-up") and asthenia ("asthenia"). On (B)(6) 2016, the patient experienced pain in extremity (seriousness criterion medically significant), the second episode of amenorrhoea ("amenorrhea") and muscle fatigue ("muscle fatigue"). On (B)(6) 2016, the patient experienced the first episode of paraesthesia ("violent electric discharge in the arm and in the hand which was closed and blocked at night"). In 2016, the patient experienced fatigue ("chronic fatigue/ exhausted") and insomnia ("insomnia"). In 2016, the patient experienced the second episode of weight increased ("weight gain of 5 kg on (B)(6) 2016 and 10 kg on (B)(6) 2016"). On (B)(6) 2016, the patient experienced general physical health deterioration ("deterioration of general health status"). In (B)(6) 2016, the patient experienced multiple sclerosis (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced influenza like illness ("flu-like syndrome with peak of fever") with pyrexia and the third episode of amenorrhoea ("had her menstruations during the moment of hyperthermia and then total amenorrhea"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). In 2017, the patient experienced skin exfoliation ("significant desquamation on face especially around the eyes"), dry skin ("dryness of skin") and cell death ("cytolysis"). On (B)(6) 2017, the patient experienced arthralgia ("recurrence of pain in the wrist with blocked hand after period of improvement"). On an unknown date, the patient experienced demyelination (seriousness criterion medically significant), the second episode of paraesthesia ("paresthesia") and neuralgia ("brachial neuralgia suggesting multiple sclerosis"). The patient was treated with analgesics, antiinflammatory/antirheumatic products, cortisone, prednisolone, amitriptyline hydrochloride (elavil), surgery (laparoscopy) and surgery (osteopathy for pain plus 10 sessions of physiotherapy in (B)(6) 2016). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the last episode of amenorrhoea had resolved. In 2017, the last episode of paraesthesia had resolved. At the time of the report, the medical device removal and neuralgia outcome was unknown and the pain in extremity, demyelination, muscle fatigue, fatigue, insomnia, the last episode of weight increased, general physical health deterioration, influenza like illness, skin exfoliation, dry skin, cell death, arthralgia, multiple sclerosis, liver disorder and asthenia had resolved. The reporter provided no causality assessment for arthralgia, asthenia, cell death, demyelination, dry skin, fatigue, general physical health deterioration, influenza like illness, insomnia, liver disorder, medical device removal, multiple sclerosis, muscle fatigue, neuralgia, pain in extremity, skin exfoliation, the first episode of amenorrhoea, the first episode of paraesthesia, the first episode of weight increased, the second episode of amenorrhoea, the second episode of paraesthesia, the second episode of weight increased and the third episode of amenorrhoea with essure. The reporter commented: on (B)(6) 2016, the patient had an appointment because pain was still persistent and worsened with violent electric discharge in the arm and in the hand which was closed and blocked at night. Carpal tunnel syndrome was suspected. The patient had acute pain so infiltration of analgesics was suggested to her. On (B)(6) 2016, infiltration was performed but completely ineffective and even worsened the pain. The patient was exhausted due to insomnia caused by pain which were not resolved despite treatment with analgesics and anti-inflammatory drugs. She had session of osteopathy on (B)(6) 2016, (B)(6) 2016, (B)(6) 2016 and (B)(6) 2016 ¿ she had no result. On (B)(6) 2016, the patient consulted chiropodist for postural work-up. She also had sessions of acupuncture with no improvement. The patient had no sign of inflammation. Antibodies were negative. She was weighing 64 kg. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kgs. Abdominal x-ray - on (B)(6) 2016: result was not provided alanine aminotransferase - on (B)(6) 2017: elevated aspartate aminotransferase - on (B)(6) 2017: elevated blood follicle stimulating hormone - on (B)(6) 2017: 5 blood iron - on (B)(6) 2017: normal electromyogram - on (B)(6) 2016: nothing remarkable was found gamma-glutamyltransferase - on (B)(6) 2017: elevated immunology test - on (B)(6) 2017: normal liver function test - on (B)(6) 2017: normal; in 2016: normal nuclear magnetic resonance imaging - on (B)(6) 2016: cervical - result was not provided; on an unknown date: right shoulder - result was not provided nuclear magnetic resonance imaging brain - on (B)(6) 2017: small benign demyelinating lesions then suspected multiple sclerosis was ruled out; on an unknown date: multiple sclerosis was suspected oestradiol - on (B)(6) 2017: 20 physical examination - on (B)(6) 2018: normal / regular menstrual cycle / no weight loss smear cervix - on (B)(6) 2016: normal ultrasound abdomen - on (B)(6) 2017: performed due to cytolysis - result not provided ultrasound thyroid - on (B)(6) 2016: normal auto-immune work-up: on (B)(6) 2017 - nothing remarkable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 765 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2018: quality-safety evaluation of ptc. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.